Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level was less than 400 mg/dl. The customer stated the current blood glucose level was 150 mg/dl. The customer was treated with insulin drip. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will not be returned for analysis.